Event description:
Customer reported that she gets an abscess from the enlite. Customer stated that the site is infected and has noticed fluid coming out when she squeezes the area. Customer also stated that there was a knot under the skin, the size of a knuckle. Test plug procedure was performed and passed. Customer's blood glucose reading at the time of the call was 392 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusions can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, the sensor passed with accurate readings however, found bent cannula. Unable to confirm skin irritation in the lab or confirm the insertion anomaly to the customer returned opened and used. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.